Event description:
It was reported that the pt had a pph procedure in 2005 and returned back to the hosp because of pain. A colostomy was performed because of problems with the device. It was reported that the pt's rectum was stapled closed and that pt received a colostomy. The pt was transferred to another facility where pt developed sepsis and subsequently expired. Further information was received from the sales representative, which indicated that there was no device malfunction, the doctor believed that the device had broken through the rectum wall.